Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was range between 300 mg/dl to 400 mg/dl his range 100mg/dl to 140 mg/dl but when running high it¿s about 250 mg/dl. Customer reported that they had issues with the insulin pump, deliver a bolus but his blood glucose was running high. Customer went to doctor on december 17 they was running high. Even though his eating habits carb count nothing has changed still running high. Customer declines high blood glucose troubleshooting. The insulin pump will be returned for analysis.